Event description:
It was reported that the pump exhibited a detached air sensor and downstream occlusion seal. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of "air sensor and downstream occlusion (dso) seal detached " was confirmed with visual inspection and functional testing. Replaced air detector and dso seal. Further investigation found upstream occlusion (uso) seal buckling. Replaced uso seal. Performed dso/uso calibration and occlusion tests. The device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.